Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator experienced arterial pressure alarms during a routine hemodialysis treatment. The operator reported difficulty with access needle cannulation prior to initiating treatment. Due to the amount of time the pumps had stopped, rinseback of the patient's blood was not performed resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The operator attributed the alarms to arterial access issues noting earlier difficulty with needle cannulation. The cycler alarmed appropriately. The user's guide instructs the operator to return the patient's blood if alarms cannot be resolved promptly, as the risk of clotting increases when the blood pump is stopped. The facility staff has been notified and has provided additional training regarding needle cannulation. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional information will be provided.